Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and low blood glucose levels. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with low blood glucose levels on (B)(6) 2026. The patient's exact blood glucose levels and duration the pod were worn were not reported. The patient attended the emergency room due to dehydration and was later admitted to hospital. Symptoms reported included diarrhea, fever and vomiting. The patient was diagnosed with a viral infection. The patient was treated with intravenous fluids and sugar containing fluids to bring up their blood glucose levels. The patient remained hospitalised at the time of this report.